Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: unknown mentor saline implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5083976) that a female patient of unknown age who underwent an unspecified breast prostheses implantation procedure, experienced chronic fatigue, insomnia, hypopnea during sleep, palpitations with normal EKG-pvc and short runs on holter monitor - normal stress echo, +1 pitting edema in ankles, tingling in upper extremities, anxiety, obsessive thinking, hair loss, unexplained weight gain, 55 pounds in 7 years, low grade fever in evenings, brain fog and difficulty focusing, pain/burning in right breast, hot flashes, delayed capillary refill, shortness of breath on exertion, and bloating after eating with constipation post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.